Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the device. It is suspected that the noise was due to emi as the patient was using a welder at the time. Programming changes were made.